Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a damage to the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. The customer also reported that the reservoir was broken and not able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Pump received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).